Manufacturer narrative:
It was reported that during performing a fsca (leakage currents at the sensor panel are assessed with a new, revised version of the testing tool by a getinge service technician) the measured values of the patient leakage test were out of tolerance. Thus the sensor panel was replaced. With the newly installed sensor panel, the error message ¿ac supply fan defective¿ was displayed. Thus the hmi board was replaced and that resulted in a white display. The sensor panel was replaced the second time. Safety, calibration, and functionality checks were performed according to factory specifications. All function tests are passed. A similar failure of the patient leakage test was investigated by getinge life-cycle-engineering (lce) on 2023-08-11. The version of this sensor panel was the previous hardware version da0. As an action the sensor panel was revised under a CAPA. In order to address this failure a corrective action preventive action (CAPA) was initiated on 2022-08-03 (ongoing) and a fsca was initiated on 2023-10-26 (ongoing). The following corrective action is implemented in the fsca for the failure concerning the patient leakage current test: - contact the customer to arrange the performance of the patient leakage current test according to iec 62353 and subsequent repair, if necessary or the return of the cardiohelp to a getinge representative. Referring to the instruction for use of the cardiohelp device (chapter 4.5 "connecting external devices (optional)") it is stated to check the total leakage currents if the cardiohelp device will be used together with other medical devices. Based on the results the reported failure "patient leakage test failed " could be confirmed as the concerned sensor panel falls under the scope of the fsca. The customer will be informed about the results by the getinge sales and service unit. The failure "error message: ac supply fan defective" is not considered as a customer product complaint according to the definition of the dir-0801 customer issue management and therefore, will not be included in this report. The complaint information was transferred to the internal sop-01535 "non-conformance review" and will be investigated in there. The failure "display only showing white screen" is not considered as a customer product complaint according to the definition of the dir-0801 customer issue management, as this occurred due to the reason that the service was not performed according the cardiohelp service manual chapter 6.15 "replacing display and touch panel. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in germany during maintenance. It was reported that during the performance of fsca 881841 the measured values of the patient leakage test were out of tolerance. For this reason, the sensor panel was renewed. With the newly installed sensor panel, the error message ¿ac supply fan defective¿ was displayed. Additionally, after replacing the hmi board, only a white display is shown. No harm to any person has been reported. Complaint ID: (B)(4).